Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Troubleshooting with tandem technical support was performed. Pump logs showed that the pump requested multiple times for a minimum of 50 units be loaded while the customer was attempting to complete the fill tubing process. In addition, it was reported that the touchscreen times out too soon. Technical support reviewed the pumps "out of bounds" feature. Customer acknowledged and stated they had elevated blood glucose levels (430 mg/dl). Customer delivered am injection to stabilize blood glucose levels.